Manufacturer narrative:
(B)(4): a visual and tactile examination of the returned device revealed a kink was located 77mm proximal to the tip of the device. The balloon was folded and wrapped around the shaft of the device. The balloon material was severely creased. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon noted a longitudinal tear in the balloon material measuring approximately 90mm starting at approximately 26mm proximal to the tip of the device, indicating a balloon burst. No other issues were noted with the device. The root cause of the event has been determined to be operational context due to the anatomical/procedural factors encountered during the procedure that limited the performance of the device.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-04903 for the other associated device information. Note: the date of event is unknown. It was reported to boston scientific corporation that a maxforce dilatation balloon was used during an egd (esophagogastroduodenoscopy) procedure performed in the week prior to (B)(6), 2010 involving a 4 male patient in his (B)(6). According to the complainant, during the procedure, when the physician attempted to inflate the balloon in the esophagus, the pressure gauge of the syringe indicated maximum pressure, however the balloon would not fully inflate. It was unable to be confirmed whether the gauge of the syringe was reading accurately or if the event was due to a defect of the balloon. There was no reported damage to the balloon. The procedure was completed with a rigid dilator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine." On (B)(6), 2010, contrary to what was originally reported, investigation results revealed that the balloon had burst.